Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours on the arm. The patient saw a pharmacist who diagnosed an infection. The patient's blood glucose also rose to 26.1mmol/l (469mg/dl) and the patient experienced symptoms of vomiting, feeling sick, redness and swelling of the arm. The patient was prescribed flucloxicillan (1 tablet four times a day an hour before food, or two hours after food, for 5 days). A new pod was applied successfully. The old pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.